Event description:
The patient was reportedly experiencing poor performance. Testing of the internal device in 2007 and 2008 showed the device was functioning. The decision was made to explant the patient's device and the surgery date will be scheduled.